Event description:
On (B)(6) 2012, the reporter contacted animas alleging that all keypad buttons have become less responsive over the past couple weeks. The down arrow is most noticeably affected. The reporter states they have to be certain the presses are correct when using the pump. The pump is worn in a pocket and is not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because, the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
(B)(4): on examination, the keypad was torn at the contrast keypad button. The contrast keypad button contact was mission and the key was unresponsive. The up arrow, down arrow and ok keypad buttons were responsive. The keypad cover was removed for investigation and revealed contamination under the up arrow, down arrow and ok key contacts. Testing of the audible alarm operation was not able to be performed due to the unresponsiveness of the keypad. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.